Event description:
It was reported that multiple occlusion alarms occurred in the past. Customer's blood glucose level was 432 mg/dl. An infusion set change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.